Event description:
It was reported that an a 1059 modified mayfield skull clamp slipped during cranial fixation for tumor removal. The pt incurred a laceration. Treatment for the laceration was not provided. The surgery was delayed for 10 minutes and the surgery proceeded. A1121 re-usable pins were used.

Manufacturer narrative:
A follow-up MDR is being submitted because two possible skull clamps could have been involved in this incident- the sales representative wasn't sure which of the two was the actual skull clamp used and could not further narrow it down when the initial MDR was sent to FDA. Since then it was learned that the a1059 originally reported as being involved in the incident (identifier g0245 lot #117 a1059) that was returned to the services center in melbourne from same hospital, originally sent in for service/repair with other mayfield components, and subsequently the sales representative was informed by the hospital that it 'may' have been involved in the incident. The second unit with identifier g511 lot#104 that was sent for repair was found to have movement, thus making this unit the clamp that was involved with the slippage and laceration. The other skull clamp - originally reported as the clamp involved in the incident - did not have any movement and required no service/repair what so ever.

Manufacturer narrative:
Integra completed its internal investigation on 06/12/2015. Results: this device was manufactured on june 30, 2010 and a review of dhrs containing lot code 104 showed that the lot passed the required inspection points without mrrs or variances. No manufacturing or design related trend has been identified. Angular movement found when swivel base locked on returned unit threads within starbursts are worn recommend threads be replaced with minor service. This will eliminate movement and ensure threads do not deteriorate further. Conclusion: two devices were inspected for this incident as such we were unable to confirm or duplicate the end users experience. This issue will be monitored and these devices have been serviced. A link has been provided to the customer which provides a training or refresher tool for basic cranial approaches with the mayfield skull clamp positioning system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been identified based upon the reported info.